Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the collar of an extension sets with one-link needle-free lv connector becomes loose resulting in leaking of intravenous fluid and blood. The customer reported that the collar backs-off with patient movement despite their efforts to tighten the collar. The customer resolved the issue by discontinuing use of the one link extension set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.